Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an intervention while clamping the ring in a laparoscopic procedure, the trocar broke. There was no patient injury.